Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. During the procedure, as the physician detached the penumbra coil 400, it prolapsed within the middle cerebral artery (mca) in front of the aneurysm neck. This event was responsible for a subsequent clot and partial occlusion of the m2. After an unsuccessful attempt to re-open the artery using balloon dilatation, 3mg of reopro was used and the artery re-opened. The patient was asymptomatic. The pi adjudicated the event as definite relationship to the pc400 system, unrelated to angiographic procedure and aneurysm disease state.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by hospital.